Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right rupture. Device has been explanted.

Event description:
Healthcare professional reported a right rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, red particles on the shell, crease flat, missing a piece of shell (0-25%) and missing an orientation dot (75-100%). A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior assessed as unidentified (tear) opening and missing shell and an orientation dot due to inconclusive.

Event description:
Healthcare professional reported a right rupture. Device has been explanted.